Event description:
New information received notes that the helix would not retract during explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented to clinic after receiving vibratory alert for non-sustained lead noise. Patient was asymptomatic. A micro dislodgement and loss of capture were noted. Lead was explanted and replaced. There were no issues post revision.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis was normal. No anomaly was found.